Manufacturer narrative:
It was noted that there was very little tumescent fluid used during treatment, which may, or may not have contributed to the event. The rate seen (89 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.039% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient complaining about swelling on treated area and prolonged intra-lesion in the treated area. Radiology report indicates that the features are suggestive of reactive subcutaneous mild fibrosis to previous injection.